Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 10.0 cm. Outer insulation degradation was noted 4.5 from the connector pin and 5.1 cm from the connector pin caused by a tight bend radius. All other damage noted was consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.